Manufacturer narrative:
The complaint has been confirmed. Based on analysis results, this complaint is now determined to be a MDR malfunction. The analysis site confirmed the customer complaint and per the service manual performed a calibration and test and determined the dc-dc converter to the main pcb was causing the unit to boot up with the error code 1. The analysis site replaced the man pcb to correct the customer complaint. After servicing the unit passed all electrical safety and qa functional testing. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during an anterior spinal fusion, the generator received a generator error code. The system was restarted, but the error persisted the case was finished with another generator with no patient consequence.